Manufacturer narrative:
Section a1-patient identifier and a3-gender: patient #1: female (2 samples drawn): (B)(6). Patient #2: male (2 samples drawn): (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for 2 patient samples while running on the architect i1000sr analyzer. The following data was provided: on (B)(6) 2023: patient #1: female (2 samples drawn). (B)(6): sample drawn at 13:30pm; initial result ran at 14:16 pm = 335 ng/l; repeat result ran at 19:00 = 9.2 ng/l. (B)(6): new sample drawn at 16:40 pm; initial result ran at 17:19 pm = 8.9 ng/l; repeat result ran 19:00 pm = 8.2 ng/l. Patient #2: male (2 samples drawn) (B)(6): sample drawn at 13:12 pm; initial result ran at 14:17 pm = 46 ng/l; repeat result ran at 19:00 pm = 6.6 ng/l. (B)(6): new sample drawn at 16:30 pm; initial result = 11 ng/l; repeat result ran at 19:00 pm = 5.4 ng/l. The cut off used by the customer was male < 35 ng/l, female < 16 ng/l, and children 3 months ¿ 17 yr. < 21 ng/l. The customer was suspecting carryover from a sample run at 14:01 pm previous with a high pct result of > 100 and troponin result was negative. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation for false elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data, in-house testing, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any related trends for the product for the issue. A review of the device history records did not identify any non-conformances or deviations associated with the reagent lot 50471ud00 and the complaint issue. Worldwide customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay. The review shows that the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that lot 50471ud00 is performing acceptably. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect stat high sensitive troponin-I reagent lot 50471ud00.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I results for 2 patient samples while running on the architect i1000sr analyzer. The following data was provided: on 20jun2023: patient #1: female (2 samples drawn). Sid (B)(6): sample drawn at 13:30pm; initial result ran at 14:16 pm = 335 ng/l; repeat result ran at 19:00 = 9.2 ng/l. Sid (B)(6): new sample drawn at 16:40 pm; initial result ran at 17:19 pm = 8.9 ng/l; repeat result ran 19:00 pm = 8.2 ng/l. Patient #2: male (2 samples drawn). Sid (B)(6): sample drawn at 13:12 pm; initial result ran at 14:17 pm = 46 ng/l; repeat result ran at 19:00 pm = 6.6 ng/l. Sid (B)(6): new sample drawn at 16:30 pm; initial result = 11 ng/l; repeat result ran at 19:00 pm = 5.4 ng/l. The cut off used by the customer was male < 35 ng/l, female < 16 ng/l, and children 3 months ¿ 17 yr. < 21 ng/l. The customer was suspecting carryover from a sample run at 14:01 pm previous with a high pct result of > 100 and troponin result was negative. There was no impact to patient management.